Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade ii/iii, double capsule, "implant defects on the front and back walls of the implant", and "implant with fuzzy, uneven contours, with heterogeneous contents inside" . The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ double capsule: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade ii/iii, double capsule, "implant defects on the front and back walls of the implant", and "implant with fuzzy, uneven contours, with heterogeneous contents inside". The device has been explanted.